Event description:
It was reported that the system had intermittent lock ups. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.